Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection found no damage or broken components. No main tube insulation damage was observed. No ceramic dot was missing. No damage was found to the housing. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was properly inspected with no abnormalities identified prior to use. The breakage and fragment loss occurred during initial insertion, without collision or functional warning signs, and the cause remains undetermined. The fragment was successfully retrieved without additional surgical intervention, and there were no adverse effects for the patient. The instrument will be returned, but the fragment is not retrievable due to its disposal in the suction container.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon noticed that a small particle has fallen from the joint of the vessel sealer extend (vse) instrument. The fragment fell inside the patient. However, the surgeon was able to remove the fragment with suctioning during the same surgical procedure which was completed robotically.